Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during a bolus attempt. The device began to rewind by itself, and in the middle of the rewind the insulin pump settings were deleted. A failed battery test alarm occurred and the issue was resolved by changing the battery. The patient's blood glucose at the time of incident is unknown; the patient's blood glucose earlier in the day was 150 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was exposed to an airport scanner about a week ago. The insulin pump had since alarmed motor position encoder error, motor error, failed battery test, and motion sensor test failure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned or replaced.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with motor error alarms during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery and occlusion tests or verify the motion sensor test failure alarm due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test. The pump passed the off no power test. No unexpected failed battery anomalies were noted. The motor was tested outside of the device and it passed. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file with alarms due to a corrupted history file. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.